Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy snare. The snare was advanced into position and current was applied. The snare would not conduct current. At this time, it was noted that the connection between the snare handle and active cord did not feel secure. The snare was removed from the patient and another snare was used to complete the procedure. The active cord functioned properly with other devices. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the information provided with this report suggests that the connection between the active cord and the acusnare may have contributed to the reported observation. Proper application of cautery is dependant upon secure connections between the snare, active cord and electrosurgical power unit. The instructions for use direct the user to follow the electrosurgical unit manufacturer's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If the improper cautery settings were applied, this could have contributed to the reported observation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of conductivity using an ohm meter and proper connection to the active cord. Corrective action: no corrective acton warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaints trends.